Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for arch aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A zenith-alpha distal extension (34 mm x 112 mm) was placed distally. The ctag-ac was placed in zone 2 (one third of the left common carotid artery was intentionally covered). The left subclavian artery was coil embolized. No endoleak was found by the final angiography. On (B)(6) 2021, type ia endoleak was suspected by computerized tomography at hospital discharge. Therefore, additional procedure was performed. The same device (tgmr404010j) was implanted inside the previous device. An angiography revealed that endoleak disappeared. The patient tolerated the procedure.